Manufacturer narrative:
Concomitant product: icf09b58 lead, implanted: (B)(6) 2003.

Event description:
It was reported that the right atrial (ra) lead was suspect of a fracture. The lead was removed and a new lead was implanted. It was further reported that the right ventricular (rv) lead was suspect of a fracture. The lead was removed and a new lead was implanted. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.